Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates once every couple months over the past year. Most recently, the customer had filled the cartridge with over 300 units of insulin. After reloading the cartridge, customer received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.